Event description:
Per the clinic, the patient experienced poor external magnet retention. A skin flap revision (thinning) was performed. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on july 25, 2022.